Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The investigation is as follows: quality data review: a search of non-conformance and corrective actions and preventative action records was performed for instances related to leaks caused by a liquid waste bottle quick-connect inserted incorrectly on an alinity m system, ln 08n53-02, as documented in the complaint ticket under review in this investigation. The query for leaks caused by switched liquid waste bottle lines returned 1 quality record (qr). The qr addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint. Although liquid waste bottle quick-connects inserted incorrectly was not a root cause of investigation for the qr, the issue addressed in this complaint (liquid waste bottle quick-connects inserted incorrectly on an alinity m system) resulted in a leak that spread beyond the instrument's footprint, and is therefore related. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of leaks caused by a liquid waste bottle quick-connect inserted incorrectly on an alinity m system, ln 08n53-02. The complaint history review found that there were 3 complaint tickets, including complaint ticket under review in this investigation, related to leaks caused by a liquid waste bottle quick-connect inserted incorrectly on an alinity m system. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint therefore a summary from the CAPA has been included here. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
The customer reported there was a leakage on their alinity m system. The customer stated the leakage was in the fluid extraction assembly and the leak was outside the instrument footprint. Molecular application specialist (mas) registered the issue and advised the customer to make sure the instrument was cordoned off from the lab. The mas, also advised the customer to clean up the spill and wear (personal protective equipment) ppe, so no one would come in direct contact with the spill. Upon assessment of the instrument by the field service engineer (fse) it was concluded the instrument suffered an overflow on the bulk fill (bf) station. As a consequence the lysis started to get crystallized. When the fse arrived there was no leak outside the instrument footprint as the customer had cleaned it prior to his arrival. The fse observed there were only a few drops on the actual floor; the spillage was present almost exclusively on instrument parts. The customer cleaned the spillage and they ran more than 100 samples in order to see if the spillage was still present. It was not confirmed were the spillage had came from. The fse theory was that at some point in time one of the connectors from liquid waste bottles has been inserted incorrectly by one of the users and that was what caused the overflow to happen on bf station level. Then since the liquid waste is disposed quite often, the connector could had been inserted correctly so the system came back to normal routine and the already existing spillage crystallized. It was confirmed that there was no injury or exposure to the spillage. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.